Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The location of detachment was right side of abdomen. The insertion site was abdomen. The infusion set was in use for two days. No further information available.